Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose exceeded 600 mg/dl while wearing the pod on the abdomen for an unspecified period of time. Subsequently, patient visited the emergency room (ER) and was diagnosed with hyperglycemia. While in the emergency room, patient went into atrial fibrillation. Treatment included delivery of insulin and antibiotics. Patient was treated at ER for total of 15 hours. The pod was discarded, therefore, not available for return. It should be noted that patient is a kidney transplant recipient. Event took place in the month of may, however, no specific date is available.